Event description:
It was reported that a balloon rupture occurred, and the procedure was cancelled. A 6.0 x 100mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for an angiogram to treat peripheral arterial disease. The physician was attempting to place an ekos catheter in the iliac artery using a contralateral approach, but the iliac artery was severely calcified. It was pre-dilated before using the ranger paclitaxel-coated pta balloon catheter. Part of the balloon was inflated over the aortic bifurcation with a majority of the balloon in straight vessel. During the first inflation, however, around two minutes, it was noticed that the balloon had ruptured. The physician decided there would be no further benefit achieved, so the procedure was discontinued, and the ekos catheter was not used. The patient was sedated using local anesthesia at the time of cancellation, and there were no patient complications reported.